Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through full functional testing and power cycling without duplicating the report. An internal inspection resulted in no findings. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. The battery used at the time of the report was not returned as part of this investigation. No trend is associated with reports of this type.